Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/will not move. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the chuck with key device had component damage, the device was frozen/will not move ¿ chuck seized, the coupling could not engage the attachment, the cutter could not be removed, and the k-wire could not be inserted. It was further determined that the device failed pretest for general condition, check the drill chuck, check the machine coupling, and check the cannulation. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.